Manufacturer narrative:
The patient was admitted on (B)(6) 2016 with complaints of 102f fever, cough, shortness of breath (sob) and fatigue for two (2) days. Vitals on (B)(6) 2016 were: temperature (temp) 39.2c, heart rate (hr) 90, mean arterial pressure (map) of 75. There were no vitals on the day of onset as the patient was at home. The etiology unknown possible source from driveline exit site infection (dles) infection or abscess at another site. Patient is currently on antibiotic suppression therapy augmentin one tablet twice a day (bid) for dles. Patient was started on azithromycin 500 mg intravenous (IV) "pb" every (q) 24 hours (hr.) And vancomycin 1 gm intravenous piggy back (ivpb) q 24 hr. And zosyn 2.25 gm ivpb q6hr. Blood cultures done on (B)(6) 2016 was (B)(6) for (B)(6), which is the same (B)(6) causing her driveline exit site infection. On (B)(6) 2016, the current antibiotics were stopped as cultures showed (B)(6) and the patient was switch to nafcillin 2 gm ivpb q4hr. H/h were as follows: (B)(6) 2016 at 19:22: hemoglobin (hbg): 8.8 (11.0-14.5 gm/dl) and (B)(6) 2016 at 05:10: 9.1. Hematocrit (hct) on (B)(6) 2016 at 19:22: (B)(4)% ((B)(4)%) and (B)(6) 2016 at 05:10: (B)(4)%. Blood cultures on (B)(6) 2016 was (B)(6). (B)(6), computed tomography (CT) scan on (B)(6) 2016 with contrast showed no focus abscess but did show new 2.8 cm splenic lesion (not considered to be an event). Transesophageal echocardiography (tee) done (B)(6) 2016, (B)(6) for vegetation's. On (B)(6) 2016, renal function worse due to administration of IV contrast. At the time, the patient was on nafcillin 2 gm ivpb q4hr for ae 110. On (B)(6) 2026, nafcillin was d/c due to concerns of acute interstitial nephritis (ain) and was switched to cefazolin 1-2 gm IV q12 hours depending on patient's creatinine level. The subject's study baseline creatinine level was .98 mg/dl (.52-1.04 mg/dl). Three times the uln occurred on (B)(6) 2016 at 10:03 (4.34 mg/dl). On (B)(6) 2016, a right femoral vein catheter place for dialysis with doppler assist and hemodialysis started that day. Renal ultrasound done on (B)(6) 2016 and could only visualize the left kidney which was hypertrophic with no lesions noted. On (B)(6) 2016 permacath insertion placed for hemodialysis and eventually removed on (B)(6) 2016. Creatinine values less than two (2) times the uln occurred on (B)(6) 2016 at 07:04 (2.81 mg/dl), which will be considered the resolution date for this issue. Hemoglobin and hematocrit (h/h) was noted to drop on (B)(6) 2016. On (B)(6) 2016, 1 unit of packed red blood cells (prbcs) given with good response. Patient has been off aspirin for some time due to gastrointestinal (gi) hemorrhage history. Home medication included coumadin 6 mg qd. On (B)(6) 2016, nafcillin was discontinued due to concerns of acute interstitial nephritis and was switched to cefazolin 1-2 gm IV q twelve (12) hours depending on patient's creatinine level. Tee done (B)(6) 2016, which showed echo dense structure at the apex, adjacent to or attached to the inflow cannula was noted measuring 1.2 cm x 1.6 cm. No obvious vegetation's or mass noted on pacemaker wire. This likely represents a thrombus and given recent history of bacteremia. The morning of (B)(6) 2016, the patient was noted to have a diffuse body rash which possibly related to the antibiotics. The rash was morbilliform on chest and back. Patient was given diphenhydramine 2% cream, one (1) application topical q 6hr. The rash was noted to be improved on (B)(6) 2016. On (B)(6) 2016, cefazolin was discontinuing (d/c) as thought to be contributory to patient's body rash. No further mention of rash was noted after (B)(6) 2016. Patient started daptomycin 400 mg IV q48hr. While in dialysis unit on (B)(6) 2016, the patient became aphasic and right hemiparesis. Code called and patient taken emergently for CT scan that showed only old infarcts. No ischemic changes seen, no large vessel occlusion. Stroke team was called and neuro-exam was completed. Patient was brought back to room and had improvement in speech and right upper extremities (ue) and lower extremities (le) strength in a few hours. Denied headache or seizure like activity. Patient has been off aspirin for some time due to gi hemorrhage history. Home medications included coumadin 6 mg every day (qd). Repeat head CT was done (B)(6) 2016 and showed no new abnormalities; however, patient still has residual right facial droop, dysarthria, slurred speech, and mild imbalance. No further cts were done prior to her discharge. The patient was anticoagulated with heparin since her lvad was considered infected with (B)(6). Cerebrovascular accident (cva) was stated to have been resolved on (B)(6) 2016. Patient had endoscopy with balloon enteroscopy on (B)(6) 2016 without any evidence of obvious gi bleeding. One addition unit of prbc given on (B)(6) 2016. Patient had colonoscopy done on (B)(6) 2016 unyielding for any atrioventricular malformations (avms) for obvious bleeding lesions. Patient was started back on heparin and her hemoglobin remained stable thought the hospital stay. Patient was recommended to be on a minimum of twelve (12) weeks of IV therapy or longer until follow up tee shows resolution of thrombus. Left ventricular assist device (lvad) parameters on (B)(6) 2016 were flow 4.2 liters per minute (lpm), speed 2460 revolutions per minute (rpm), power 3.0 watts. Lvad parameters at the time of discharge on (B)(6) 2016 were not noted. Last set was noted on (B)(6) 2016 were flow 5.2 lpm, speed 2460 and power 3.2 watts. Lvad parameters at the time of end of study participation on (B)(6) 2016 were: flow 3.8, speed 2,440 rpm, and power 2.8 watt. The patient remained on heparin drip in the hospital until her international normalized ratio (inr) became therapeutic at two (2). The patient received 7 mg of warfarin for two (2) days and her inr improved from 1.4 to 2. The patient was discharged on (B)(6) 2016 on a reduced dose of warfarin 5 mg. The patient will likely need to alternate 5 mg and 6 mg of warfarin. On (B)(6) 2016: inr 3.3 (0.8-1.2), pt 33.9 (11.8-14.6 sec), ptt 41.8 (23.4-36.2sec). Lvad parameters on (B)(6) 2016: speed 2460 rpm, flow 4.5 lpm, power 3.1 watts. Patient was discharged on daptomycin IV on (B)(6) 2016 and blood loss, anemia was stated to have been resolved. Patient was discharged on oral iron supplementation. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Hvad pump was not returned to the manufacturer for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Review of log files was not performed since log files were not available for analysis. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and possible issues with the management of their therapeutic anticoagulation and antiplatelet therapy. There are possible patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient device remains implanted.

Event description:
A report was received that a patient developed a cerebrovascular accident (cva) with right hemiparesis. A transthoracic echocardiogram (tte) revealed severely reduced left ventricular (lv) function and an akinetic septum and right ventricular (rv) function that was mild to moderately reduced. Details regarding the results of any other diagnostic testing or of any treatments provided were not reported. No further information was provided.